Event description:
Pt relative called to report the pt began getting "check belt" messages frequently last night, early am. The family verified the ECG electrodes were on the skin and the garment was on correctly. The pt downloaded his device about 2:00 am then took it off because he could not sleep. Lifecor customer support reviewed the download and found left and back ECG fall-off on the morning of the 13th, right ECG fall-off on the 9th. An automatic ECG recording on the 11th was caused by noise. Support requested the garment be changed to see if the new garment would help the fall-off. The relative called later the same day and reported the garment had been changed but the alarms continued. Support then requested a manual recording and download. The download showed left and back ECG fall off and 49 minutes of dual lead noise. The pt's electrode belt was replaced.